Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (cts) however customer declined to complete the check. No additional information was provided. The customer's blood glucose was in the high 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.